Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of the alarms being quieter than expected was unable to be confirmed. The provided log files for both the original and replacement controller were reviewed; however, the log file does not contain information regarding the audibility of the controller¿s alarms. The pump operated as intended while connected to the driveline, and all observed alarms were consistent with system controller exchange. The root cause of the reported event was unable to be conclusively determined through this analysis. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU), rev. D and the heartmate 3 patient handbook, rev. D are currently available. The current revision of the instructions for use (IFU) can be found on the electronic IFU page of the abbott website. Heartmate 3 lvas instructions for use (rev. D) section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 entitled ¿alarms and troubleshooting¿ address how to properly interpret and troubleshoot all system alarms. Heartmate 3 instructions for use (rev. D) section 8 entitled ¿equipment storage and care¿ and heartmate 3 patient handbook (rev. D) section 6 entitled ¿caring for the equipment¿ address how to properly care for, maintain, and store the equipment for proper use. The heartmate 3 lvas IFU (rev. D) section 10 entitled ¿safety checklists¿ and the heartmate 3 patient handbook (rev. D) section f entitled ¿safety checklists¿ instruct users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. Heartmate 3 patient handbook (rev. D) cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient performed a system controller exchange due to experiencing low audible alarms from the system controller during a self-test. The patient presented to clinic in which the affected system controller was connected to a simulator and a self-test was performed. The clinicians noted that the alarms sounded normal during the test. Log files were submitted for review. The event log file from the previously connected system controller indicated that there were no issues prior to the system controller exchange.